Manufacturer narrative:
(H3, h6): manufacturing representative went to the site to test the system. They arrived onsite, performed invalidate home and verified all movements and encoder flags function properly. Found that the inner gantry doors were cracked and a chunk was missing. Stealth was not available for navigation, but a case was opened for alleged inaccuracy under the navigation system. Could not recreate motion errors. Unit has been returned to service. Codes b01, c07, d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a unknown procedure. It was reported that during a case yesterday, "all motion stopped and the scan was way off". Site also reported that there were motion control errors in the logs. They used another imaging system to proceed. Site reported they were not using a stealth during this case. This issue occurred postoperatively, and there was unknown delay. There was unknown impact on patient involved.